Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 29 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose. Customer was treated with food for low blood glucose. The auto mode feature was not active at time of low blood glucose event. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.